Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the malfunctioning pump, confirmed the shipping address, and provided the customer with detailed instructions on storage mode and returning the pump using a pre-paid label. The customer acknowledged the need to program settings and connect the cgm to the replacement pump. There was no backup therapy available, so the customer planned to consult with their healthcare provider.